Event description:
The "rapid air loss" alarm sounded from the pump and there was a hole in the balloon. The iab was removed and a second was inserted. The iab was not returned to datascope for eval. The iab was discarded by the facility. On 8/31/98, datascope was notified that the pt was already in cardiac arrest prior to insertion and the pt expired during the arrest. The contact stated that the pt's death was not a result from the event. [Event complications]: unk-reported 7/8/98; none-reported 8/31/98. [Pt's current status]: expired-rpt'd 8/31/98.